Manufacturer narrative:
Investigation results: DHR we reviewed the DHR for this (B)(4) / patient ID# (B)(6)/ site ID# (B)(4), qty. (B)(4) items assy-500011 (aligners) and 2 items assy-500010 (template) were packaged by the second shift by bag and box operation on august 23, 2024, manufacturing supercell sc1, equipment pua-05. The sales order was inspected and met with the acceptance criteria provided by qa. Other, photo investigation: the customer's evidence (photos) shows an aligner (sn: (B)(6)). This aligner corresponds to the sales order (B)(4) related to the alleged event; however, the evidence for identifying the issue of the alleged event is unclear. Return: we received the return of 36 aligners, corresponding patient ID: (B)(6), (B)(4). The devices received do not correspond to the sales order for the alleged event. Failure mode - sharp edges, root cause - no defect proven during the manufacturing process, conclusion code - no failure found.

Event description:
In this event it is reported that a patient using nontemplate aligner arch has experienced the aligners edges cutting their lip.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.